Event description:
In 2008, f/u angiography was conducted and restenosis (100%) was observed inside the cypher that had been implanted in the mid circumflex. There were no issues with the stent that had been implanted in the atrial-ventricular branch. The pt did not show any symptoms. The restenosis was treated with balloon angioplasty and the residual percentage of stenosis was reduced to 25%. The pt was initially enrolled in the study in 2005 with a lesion in the mid circumflex. The lesion had 59% stenosis was de novo, eccentric, focal and flexed at the proximal end. The diameter of the vessel was 2.01 mm and the lesion length was 8.12 mm. The pt also had a lesion in the atrial-ventricular branch. This lesion had 67% stenosis. Radial approach was chosen and the lesion was pre-dilated at 8 atm. Then a 2.5 x 18 mm cypher stent was implanted at 16 atm for 16-30 seconds. Pre and post timi flow grade was iii and the residual percentage of stenosis, post procedure, was 6%. Then the atrial-ventricular branch was treated. The lesion was pre-dilated at 8 atm. Then a 2.5 x 18 cypher stent was implanted at 18 atm for 16-30 seconds. Pre and post timi flow grade was iii, and the residual percentage of stenosis post precedure, was 10%.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This female in the registry experienced restenosis nearly 3 yrs post implantation of a cypher stent. Medical history included hypertension and diabetes. During the index procedure, one 2.5/18 mm cypher was implanted in the mid circumflex at 8 atm. The target site was described as type b2 lesion: eccentric, "flexed" at the proximal end with 8 mm lesion length and 59% stenosis; the rvd was only 2.01 mm. The stent was not post-dilated but timi iii flow was maintained; residual stenosis was listed as 6%. The atrioventricular branch was also treated during the same procedure, but no adverse events associated with this lesion were reported. No procedural complications occurred and the pt was discharged on asa and ticlid. Nearly 3 yrs later, f/u angiography identified 100% restenosis in the previously stented circumflex; treatment included balloon dilatation. The stent in the av branch remained patent. The stent could not be returned for eval, it remained implanted. A review of the mfg records indicated the prod met qual requirements for prod acceptance. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that pt factors (specifically diabetes) and vessel/lesion characteristics (small rvd) may have contributed to this event.